Event description:
Gambro received limited information about a patient in (B)(6) who developed dyspnea, dry cough and facial edema during a dialysis treatment and was administered steroids for the symptoms. No additional information has been provided and the date of the event was unknown so the date in this MDR an estimated date.